Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, we believe that it occurred due to the following factors. -the power supply board has failed. -because the main board broke down. -it was caused by influences other than equipment. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4) (oekg). Oekg checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the laparoscopic surgery, the subject device turned off completely and forced to restart it. The problem happened 3 times during the same intervention. The user completed the procedure with the subject device. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.